Event description:
The customer indicated that they were getting a "speaker malfunction" message, and no sound from the speaker. This was noticed during start-up of the device. There was no patient involvement.